Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer loaded a new cartridge to resolve the issue, but the alarm reoccurred. Reportedly, the pump was replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 159 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.